Manufacturer narrative:
Summary of evaluation: evaluation results suggest that the cause if this event was attributed to some factor external to co's product. The results of testing similar batch lots of product indicated no mixing anomalies. It is believed that the environmental conditions of the or may have affected the set-up time of the cement.

Event description:
The cement would not set up. There was no adverse consequence for the pt or delay in surgery or anesthesia time.